Manufacturer narrative:
(B)(6) the complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The upn provided was chosen as a representative upn to capture the implanted device. The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a uphold lite implant and a obtryx implant were implanted into the patient on an unspecified date. The patient experienced complications, further surgery, and nonsurgical treatment. Patient symptoms include: eep; back pain; vaginal pain; pelvic pain; groin pain; perin pain; pain inter; inab inter; incont not pres; nonsurgical treatments: the patient was treated with physiotherapy treatment (including pelvic floor exercises or training) for the treatment of: to strengthen pelvic floor muscles. Treatment duration: 12 mths. The patient was treated with topical treatment (including oestrogen cream): oestrogen cream for the treatment of: vaginal irritation.